Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was poor communication. The implantable neurostimulator recharger (insr) would not let the patient charge and would not bring up bars. The poor communication screen was seen starting on (B)(6) 2017. The insr was fully charged but the implantable neurostimulator (ins) was depleted. Stimulation was last felt a couple of days ago ((B)(6) 2017). The last successful recharge was ¿probably about 2 weeks ago.¿ the patient programmer was not able to communicate with the ins. No further complications were reported.